Manufacturer narrative:
This event is supplemental, and the investigation findings will be submitted under manufacturer report #2916596-2025-07098.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient had a positive computed tomography (CT) scan from (B)(6) 2023 with some narrowing of outflow graft.